Event description:
Patient called in to report a service error code that would not resolve with power cycling. The service required error codes indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned monitor passed isl and failed eit confirming the reported issue. The reported service error code occurs when the self test detects a problem with circuitry on the therapy board in the monitor. Will continue to trend for future occurrences.